Manufacturer narrative:
One pressurewire x, wireless was returned for analysis. The results of the investigation concluded that the radiopaque tip and distal corewire had been fractured and were returned, consistent with the reported event. There was evidence of the tip coil proximal weld joint. There were multiple bends throughout the guidewire; the corewire and distal tip were coiled. The pressurewire instructions for use (IFU) warns the user to never push, withdraw, or torque the guidewire if it meets resistance, and that torqueing or excessive manipulation of the guidewire against resistance may damage and/or fracture the guidewire. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Although the exact cause of the reported event remains unknown, the guidewire damage is consistent with the reported positioning issue. The cause of the guidewire damage is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the tip of the device fractured. The device was attempted to be used for rfr measurement in the lesion. After the guide extension catheter was crossed into the lesion, the device was advanced within the extension catheter. However, there was resistance felt. The device was withdrawn, but the device tip got caught at the entry port of the guide extension catheter. The device tip became kinked and fractured. Since the fractured part was within the guide extension catheter, the guide extension catheter was removed from the patient's anatomy with the device tip inside the catheter. Another device was used to continue, and complete the procedure with no adverse consequences to the patient.